Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load cartridge and resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through checking cartridge o-ring and pump pneumatic area, cleaning area with alcohol wipe or lint-free cloth, and attempting to reload cartridge, and when this failed, assisted customer with filling and loading new cartridge from specified lot, after which customer successfully completed load process and resumed insulin delivery.